Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10-jul-2019 the following findings: during investigation, the battery compartment was cracked below and above grip pad. There were frequent low battery warnings and replace battery alarms observed in alarm history. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.